Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through testing and visual inspection. The downstream occlusion(dso) seal was found delaminated. The dso seal was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is progress.

Event description:
It was reported that the device dso seal is unattached and falling off. There was no patient involvement.